Event description:
When the device was used during a thoracic/lobectomy procedure, the staples malformed resulting in staple line leakage. The case was completed using sutures without patient consequence.